Event description:
The customer reported, "machine is down." As of this date, this record is awaiting additional info. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff was reported.